Event description:
A 4 channel pump failed. All channels quit and it said system failure and had high pitched alarm. Pt on dopamine, nitroglycerin, and nipride. Able to change pumps without bp going up too high (150s).